Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes were under filling. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that tubes are underfilling.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 65 units blood collection tubes were under filling. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that tubes are underfilling.

Manufacturer narrative:
H.6. Investigation: no customer samples or photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.